Event description:
Customer reported system displayed error message. Customer rebooted the system. No pt injury was reported.

Manufacturer narrative:
The service rep was unable to reproduce error. Replaced monoblock controller in effort to eliminate intermittent communications errors with the controller card. System remains operational.